Event description:
It was reported that the patient expired. There is no known allegation from a health care professional that suggests the death was related to the device. The cause of death was unknown. No additional information was reported.

Event description:
New information states that the cause of death was cardiac. The device did not cause or contribute to the death.